Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down. The review of system log shows software error called as lsr loop. To resolve the issue, the philips engineer loaded the system backup. However, few days later, the system had not up issue again, to resolve the issue, the fse reinstalled the software and restored settings from system backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after performing an fco (field change order) the system rebooted and is now down. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse loaded the system back up and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.